Event description:
User facility reports "bookwalter attachment broke off from retractor while instrument was being used. All pieces retrieved". The hospital contact did not know if there was a delay in the procedure but they believe there may have been.